Event description:
It was reported that during a preventative maintenance check, after an external pulse generator is powered on and the main screen appears it shuts off. The customer is expected to return the device to the manufacturer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).